Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # 201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was alleged that the pt experienced hyperglycemia as the result of insulin leakage from the cartridge. During the initial contact, a family member said that the pt replaced the infusion set and cartridge one evening and awoke with blood glucose (bg) of 350 mg/dl accompanied by nausea, emesis, and shortness of breath. The pt was transported and admitted to the emergency room with bg of 420 mg/dl and large ketones. She was treated with intravenous fluids and insulin. The pt replaced the infusion set and cartridge again; she allegedly identified that the cartridge had been leaking. The pt was released eight hours later on insulin pump therapy. The pt called customer support and confirmed that she had one hospitalization due to the use of affected recalled cartridges from lot #201575. The pt stated that she does not recall the exact date of the hospitalization, reported that he bg was >500 mg/dl; she confirmed all symptoms and treatment listed above except for the shortness of breath. The pt denied bending or kinking of the cannula. She stated that she did not smell insulin or notice moisture or leakage from the cartridge at the time. The pt said that with a new cartridge and infusion set her blood glucose resolved; she said that she assumes the event was the result of an issue with the cartridge.